Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height sub drawer 1.1 failed in hardware test application (hta) mode. A field service engineer (fse) found that the open and close sensor was the source of the problem. After visual inspection fse identified that the rear sensor was unsecured and reseated sensor to resolve the issue. Then the drawer became responsive and customer was able to recover the drawer 1.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 had failed. The customer performed a reboot and recovered the storage space, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.